Event description:
Low blood sugar event including seizures due to false readings and non readings. Extreme high readings caused too much insulin intake resulting in extreme low blood sugar thus the seizures. Also, the non readings cause all kinds of issues as no blood sugar numbers are reported.